Event description:
Removal and replacement of fixation device, orif left elbow in 2004 for non-union and osteonecrosis. The plates and hardware were all removed. There were multiple broken screws. The heads of the screws appeared to be sheared off.